Event description:
It was reported that the customer was in the emergency room on (B)(6), 2012 due to high blood glucose of 500mg/dl. The customer experienced nausea and vomiting. Troubleshooting was performed. It was stated that the insulin pump had alarms and the cannula was bent. The time, date, and settings were correct. However, the bolus wizard settings were unknown and were off. The customer declined to continue testing. Instructed the customer to discontinue use of the device and revert to back up plan. Advised the customer to call back when a tubing clamp, an extra reservoir, and an infusion set are available for testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.